Event description:
It was reported to philips that the system's tube cooling unit was leaking, preventing imaging. The device was in use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the planned treatment of the procedure was completed by moving the patient to another system. The field service engineer (fse) inspected the system onsite and found a leak at the pressure bar assembly. The fse replaced the cooling unit and refilled oil to resolve the issue, restoring the normal system functionality. The defective cooling unit was returned for analysis, and result indicated a leak at the deaerating hose. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.